Manufacturer narrative:
The investigation could not determine a specific root cause. The alarm information was evaluated and showed that there were two instrument alarms after the erroneous result was measured. This could indicate that there was a pre-analytical problem with the samples. It was noted that the centrifugation time was too short and that rack adapters were not used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta-subunit (hcg+b) on one patient sample. The sample was initially run on (B)(6) 2014 and generated a result of "< test". The lower limit of detection for hcg+b is 0.100 miu/ml. The "< test" result was reported outside of the laboratory and was questioned by the physician. The patient was redrawn and the sample was run on the same analyzer and generated a result of approximately 31,000 miu/ml. The original sample was then repeated on the same instrument and generated a result of 34,865 miu/ml. The customer deemed the repeat result of the initial sample to be correct. There was no adverse event. The customer indicated they have not had any other issues with hcg+b since then and believes it was a sample issue. The customer declined a service dispatch for the issue. The lot of hcg+b reagent in use was 17326805, with an expiration date of 10/31/2014.